Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. It was also noted there was no rv capture in the bipolar configuration and a rv lead fracture is suspected. The rv lead was kept in the unipolar configuration where the subsequent pace impedance measurements have been near the original stable baseline, which is within normal specification limits. The patient was noted to be pace therapy dependent in the right atrium (ra) but not in the rv. The boston scientific field representative asked boston scientific technical services (ts) if there was a possibility that subsequent rv oversensing could cause atrial pacing inhibition. Ts discussed it would not be pacing inhibition but rv oversensing can extend the ventricular-atrial timing impacting atrial pacing. The representative also asked if they should change the rv sensitivity programming and ts provided guidance to consider doing an assessment of sensing with isometric testing before changing sensitivity programming. The representative indicated the plan is to ultimately replace the rv lead. The rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.